Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge." T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog.

Event description:
It was reported that the customer had high blood glucose levels (200 mg/dl). Customer uses humalog and changes cartridge every 4-5 days. Insulin is not at room temperature when loaded in cartridge.